Event description:
It was reported that, "patient presented to doctor's office with unstable right knee. X-ray showed broken screw/insert. Scheduled for revision. Insert replaced."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.